Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner as directed in the user's guide. The exact cause of the alarms is not known. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial air alarms and effluent pressure low alarms occurred during two routine hemodialysis treatments. Rinseback was not performed resulting in an estimated blood loss of 190cc for each treatment. No medical intervention was required.